Event description:
The surgeon implanted a collamer lens model cc4204bf and a posterior capsule tear occurred during implantation. It was indicated that a vitrectomy was performed. The facility stated the lens was removed without any other pt injuries. The model and lot numbers of the cartridge and injector was not specified by the facility.